Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that she experienced an irritation, pain and a fever a few days after her menstrual cycle. She sought medical assistance and during a vaginal ultrasound, pieces of tampon were found. The pieces were removed and she was prescribed pain medication and amoxicillin for the infection.